Manufacturer narrative:
(B)(4). Evaluation summary: upon initial inspection, it was clearly found that the knockout hub was not properly assembled with the bottom and top housing. Therefore, the instrument could not be loaded onto the holster. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a breast biopsy, the probe was difficult to seat into the holster. The doctor managed to seat the probe into the holster, attempted to take samples and no samples were obtained. The doctor tried a second probe and managed to complete the case with no patient consequence.